Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet, received repeated high glucose alerts, disconnected the pump at work due to concerns about insulin delivery, and later performed a supply change and administered a subcutaneous fast-acting insulin injection; the highest glucose reported was 389 mg/dl, and glucose remained above 180 mg/dl for an extended period. Symptoms included headache. Outcomes included use of back-up therapy and subsequent stabilization of glucose after the supply change. Investigation included troubleshooting and education with review of infusion set, tubing, and connections, and assessment for site issues. Investigation of this case revealed no obvious hardware or connection obstruction and suggested a likely infusion site issue such as scar tissue or ineffective cannula insertion, with the device functioning as designed based on user-reported resolution after set change. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.